Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system cannula leaked blood during the insertion. The following information was provided by the initial reporter: the cannula leaked at the neck of the plastic tube above the hard plastic wings. Patient's blood was leaking out from that point during insertion of the cannula, prior to the removal the metal safety needle.